Manufacturer narrative:
(B)(4) = damaged cartridge. The analysis found that one ple60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60d cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Upon further analysis the cartridge reload was noted to have alignment tabs stop damaged and the cartridge pan damaged and detached at left proximal side. Furthermore several drivers were noted out of position making the returned reload non-functional. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic splenectomy procedure, the surgeon went to fire the device and there was no power. The battery was checked and it still did not work. A different stapler was opened and it made an initial sound and then the battery stopped and the device jammed. The manual override was used to open the device. There were no patient consequences. Case completed with another device of the same product code.